Event description:
During use in surgery, the instrument broke. The broken portion of the device was retrieved with another device, which caused a delay of 30-40 minutes. Pt had x-ray prior to discharge. No pt injury or complications were reported.